Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that due to low blood glucose the insulin pump was disconnected by a hospice nurse. The caller also stated that the customer passed away on (B)(6) 2016 in an emergency room. The customer was hospitalized on (B)(6) 2016. The customer had pain on the right side, thought it was gallbladder issue. The customer's liver and lung cancers were discovered and the customer was transferred to another doctor. The cause of death was melanoma in liver and a spot in each lung. The caller did not know the customer's blood glucose at the time of death. The last recorded blood glucose value was 170 mg/dl on (B)(6) 2016. The customer was not wearing the insulin pump at the time of death. The caller did not know how long the device had been disconnected. It was disconnected by the hospice nurse. The customer did not use sensors. The caller agreed returning the insulin pump for analysis. The device had been without a battery.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/ and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: (B)(6) 2016 daily insulin total = 39.500u, (B)(6) 2016 daily insulin total = 32.950u, (B)(6) 2016 daily insulin total = 39.500u, (B)(6) 2016 daily insulin total = 39.500u, (B)(6) 2016 daily insulin total = 39.500u, (B)(6) 2016 daily insulin total = 39.500u, (B)(6) 2016 daily insulin total = 39.500u.